Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 700 mg/dl. Per the hcp, the hospitalization was due to bad insulin or an insulin pump malfunction. Troubleshooting was performed, and the insulin pump had the correct time and date. The customer was unsure if the basal rates were programmed correctly. Referred the customer to hcp for confirmation. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.